Event description:
Pt had no complaints pre treatment. At beginning of treatment she complained of itching. No red or raised areas noted. 45 minutes later the itching had increased. Benadryl 25mg IV given. Pt complained of "heart racing". Hr 140 the down to 80 within 10 minutes. The itching stopped at this time. The treatment was not stopped. No further problems were noted. The pt was placed on a polysulfaone dialyzer the next treatment.